Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event was not reported / known. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31691223) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All product rejected during manufacturing were identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the defect for a 132 cm cereglide 71 catheter (nic71132c / 31691223) was noticed periprocedural, and the catheter was already in the patient. ¿the hub appears to have a tiny, pinhead-sized hole and could not be connected watertight. [The] physician was able to connect the vaclock syringe to the hub with considerable force/high sealing pressure, and the middle cerebral artery was recanalized in one maneuver.¿ there was no report of any negative patient impact. On 12-mar-2026, additional information was received. Per the information, the procedure was on (B)(6) 2026. The procedure was targeting an occlusion in the distal m1 segment of the right middle cerebral artery (mca). The information indicated that the issue was a ¿small point-shaped blood stream from the base of the hub, I did not see a crack.¿ the cereglide was able to be connected to the vaclock, ¿the vacuum syringe could be easily connected and after tightening the syringe, the bleeding from the hub stopped.¿ the cereglide catheter was not replaced, the procedure was successfully completed with successful recanalization in a maneuver / one pass (mtici 3). The information indicated that there was no disadvantage to the patient; there was a 5-second delay, ¿if the recanalization had not been successful, I would have changed the [device].¿